Event description:
A pt reported experiencing inaccurate high results with a one touch meter. On 10/01, pt's blood glucose was 107 from the lab, compared to 132 mg/dl from the pt's meter. Tests were done 10 minutes apart. Pt did not experience any adverse events. No furhter info has been reported.